Event description:
The customer reported that because of a delay in delivery of her new meter, she could not perform her blood sugar test and had "symptoms of low blood sugar". She experienced the following symptoms: "dizzy and shaky". She reported being diagnosed/treated for severe hypoglycemia at the naval hosp. To counteract the event, she reported she "drank juice and ate something to bring her sugar up." It is unknown what kind of treatment was rendered at the hosp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was related to a delivery issue and is not a device malfunction. No further investigation is necessary.